Manufacturer narrative:
If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was programmed to electrocautery protection mode during an ablation procedure. The device was programmed to provide asynchronous pacing, however; loss of capture was noted in the right ventricle (rv). It was noted when the device was programmed to provide asynchronous pacing only in the ventricle, rv loss of capture was not observed. It was only observed when the device was programmed to provide asynchronous pacing in both chambers. Technical services discussed the clinical observation was likely due to defibrillation detect circuit. When the device detects too much energy on the lead, therapy is inhibited to protect the circuit. Additional information was received that the loss of capture did result in asystole of greater than 2 seconds. As a result, back-up electrophysiology (ep) catheter pacing was required. This crt-d remains in service and there were no additional adverse patient effects reported.